Event description:
A j-tip prefilled syringe of 1% buffered lidocaine, blew apart when nurse attempted to deliver medication to pt. No evidence apparent of any pieces or any foreign body injected into pt.